Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml lioresal at somewhere between 939 and 815 mcg/day via an implantable pump for intractable spasticity and cva (stroke) das system. It was reported that the patient traveled from sea level, where she normally lived, to 9000 feet for travel. For the first few days she was there, the patient was fine, but then while there the patient had a medical event where she could not move or speak. There were concerns for stroke and the patient visited the emergency room. It was later noted that neuro imaging was negative for stroke. It was reviewed that the pump was susceptible to pressure changes. It was then stated that the patient was very sensitive to dosing changes. It was then reviewed that the pump flow rate could increase at higher altitudes and could have contributed to the symptoms. The patient was now back home and doing better. The patient was able to return to baseline after about 2 weeks. It was noted that the symptoms began on (B)(6) 2016.